Event description:
Foreign substance found in 20-ml luer-lok tip syringes. All of the syringes identified were from lot 2040571. The manufacturer is becton dickinson. The expiration is 2027-01-31. FDA safety report ID # (B)(4).